Event description:
It was reported that the unit activated twice without being turned on by the surgeon. It was further reported that the console needed to be turned off to stop it.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.